Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n189151022, implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing. Multiple motor stalls and recoveries were seen in the logs. The pump stalled during internal decontamination and never recovered. During destructive analysis, significant residue and shaft wear was found on the upper shaft of gear 2. Some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
It was reported that the patient thought he heard an alarm going off. When seen at the doctor¿s office, a motor stall occurred. The stall never recovered in the logs. A rotor/roller study was performed on (B)(6) 2013 with no movement of the rotor. Cerebrospinal fluid (csf) was aspirated from the catheter freely. Replacement was scheduled for (B)(6) 2013. The medication infused was morphine. It was later reported that the pump was replaced on (B)(6) 2013. The patient had no exposure to MRI or electromagnetic interference (emi).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.